Event description:
Pt has problem with freestyle libre 2 sensor. Pt applied a new sensor but the reader is not able to get results from the new sensor. The reader prompts for the pt to replace sensor.